Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault, significant reduction of irido-corneal angles, and significant shallowing of the ac. The lens was explanted and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).